Event description:
It was reported that the customer had a threshold suspend issue on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer was requested to confirm current blood glucose with a fingerstick. It was explained to the customer the cause of alarm. The patient declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.